Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis manifested by cloudy effluent and abdominal pain. The cause and treatment for peritonitis were not reported. On the day after the onset, the patient was hospitalized via the emergency room for the event. At the time of this report, the patient has not recovered from the event. On an unknown date, pd therapy was discontinued and the catheter was removed. No additional information is available as the reporter declined follow up.